Manufacturer narrative:
This machine was manufactured by medx in 1997. It was purchased as used by the current owner in approx 2007. Reporter stated that the device has been use for 6 years and that 130 patients use the device every week in a clinical setting. The reporter stated that this was the only problem that they had with the device. The manufacturer recommended that the machine be sent back to medx for evaluation, however, the owner has declined. The manufacturer then recommended that the device be taken out of service until they could verify that it was functioning properly. The manufacturer has received no further communication from the reporter at the time of this report.

Event description:
Reporter stated in email to medex on (B)(4) 2013, patient was participating in isometric testing 0-48 degrees. Testing was completed without incident. The following day patient complained without incident. The following day patient complained of some muscular soreness, suggesting doms. Pain intensified to disabling over the course of (B)(6) 2013 and required medical review. X-ray performed showed no fracture. CT (B)(6) 2013, showed fracture (involving the inferior endplate of l4 with mild retropulsed bony fragments extending 3mm in to the spinal canal.